Event description:
It was reported patient underwent a knee revision surgery nine years post implantation for pain. The patella was resurfaced during the procedure. Also exchanged poly although there was no visible wear.

Manufacturer narrative:
(B)(4). G2:australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted additional associated products: unk femoral lot# unk.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported patient underwent a knee revision surgery eleven years post implantation for pain. The patella was resurfaced during the procedure. Also exchanged poly although there was no visible wear.

Manufacturer narrative:
Upon receiving additional information, it was determined that the part referenced should not have been reported as it was not believed to have contributed to or caused the event. The initial report should be voided.

Event description:
Upon receiving additional information, it was determined that the part referenced should not have been reported as it was not believed to have contributed to or caused the event. The initial report should be voided.